Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 1.2, lab: 4.0. The strips used on the pt had expired.

Manufacturer narrative:
The mean of the inratio meter and comparative system inr was calculated. The values are not within the confidence limits for inr testing. The results are considered inaccurate within the context of the documented variability for inr testing. Possible interference with pt's therapy: pt is taking plavix. Strips used were from expired lot number. Expired strips are not valid for testing. Product testing is not required. Products are not expected to be returned. Product info was provided to customer. Further action is not required. No corrective action is required as no product deficiency was established.